Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Evaluation of the returned sample confirmed that the clampex connector was detached from the solution bag. The clampex valve was also broken. The root cause of the problem could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
A nurse reported that the connector detached in the accusol product before use. There was no reported patient injury or medical intervention.